Event description:
Sorin group received a request for service on their perfusion equipment due to a pt death. At the time of the request, it was reported that the sorin equipment was not being implicated as contributing to the death but the facility wanted all equipment to be checked out. Additional communication with the facility confirmed that they do not believe the sorin equipment contributed to the incident and that there was no sorin equipment failure.

Manufacturer narrative:
Sorin group (B)(4) manufactures this equipment. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.